Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer state she was attempting to clear the wake up alarm, but was unable to clear it when the button error alarm occurred. Customer's blood glucose was 117 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked belt clip slot at the battery tube threads area, and cracked reservoir tube lip.